Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is aware that the date of implant is before the manufacture date of lot 94052. Requested information is pending. If any clarification or information is received in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per information received on july 18, 2024, following information has been updated on this form: field d1 for brand name has been updated to "mentor siltex round moderate profile" field d4 for catalog number has been updated to "3542650" field d4 for unique identifier( UDI) has been updated to "(B)(4)." D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Field d6a for date of implant has been updated to (B)(6) 1994 . Field d6b for explantation date is (B)(6) 2024. Replacement order has been placed for (B)(6) 2024 surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 20, 2024, mentor became aware that the patient also experienced right side capsular contracture; baker grade IV in addition to right side deflation and underwent bilateral replacement surgery on (B)(6) 2024. On august 22, 2024, the mentor failure analysis lab received the device for evaluation. Per information received on august 22, 2024, mentor became aware that the replacement devices used on(B)(6) 2024 were serial numbers (B)(6) on the left side, and (B)(6) on the right side. On august 26, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint, the implant was observed deflated. On august 29, 2024, device evaluation was completed as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was found within the siltex cracking, measuring approximately 0.2 cm. Previously, a photo of the device was received and it was observed deflated. The evaluation determined that the possible cause of the deflation was consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Right side complication is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation d6b explantation date: on (B)(6) 2024 . Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 66-year-old caucasian female patient underwent revision breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her left side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.